Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced st elevation and coronary spasm. During a cavotricuspid isthmus (cti) ablation performed as part of a typical flutter and atrial fibrillation ablation, a farapoint catheter was selected for use. Before ablation began, the anesthesiologist increased the patient's blood pressure to counter the anticipated decrease associated with nitroglycerin administration. A 1 mg bolus of nitroglycerin was administered, and ablation commenced after a one-minute delay. The cti line was completed within five minutes without the need for additional nitroglycerin. Following completion of the cti ablation, st-segment elevation was observed. Additional nitroglycerin was administered. A second physician was consulted, and coronary assessment using contrast injection to visualize the coronary arteries and fluoroscopy confirmed a coronary spasm. The spasm resolved over approximately 20 minutes, after which the st segments returned to baseline. Once the electrocardiogram (ECG) normalized, the procedure continued with pulmonary vein isolation (pvi) using the farawave catheter. The patient is expected to make a full recovery.